Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported by nurse during use that cardiosave intra aortic balloon pump (iabp) had helium transducer was not calibrated. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.